Manufacturer narrative:
Product complaint # (B)(4). Batch manufacturing records of nw3328/ b8002 was reviewed for any process deviation but no deviation was observed. One sealed (overwrap) pack was received at manufacturing location for investigation as complaint sample. Complaint sample was evaluated visually against retain (control) sample. This received complaint sample is confirmed as counterfeit product. Further the issue has been escalated to brand protection team to investigate the channel through which this product is entered in the market.

Event description:
It was reported that the product was suspected to be counterfeit in 2021. The product was not used on the patient. Upon evaluation, it was observed that the suture product is counterfeit product.